Event description:
Disposable skin stapler broke apart as soon as the surgeon was about to use it. All pieces to the defective stapler were collected and there was not patient injury. FDA safety report ID # (B)(4).